Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the screen of the programmer was broken. The programmer screen was not functioning as required. The cursor jumped away from where the stylus was set in a certain area of the screen. The concomitant products were replaced to resolve issue. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the screen of the programmer is broken. The programmer has been returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement reported.